Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray rpn: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a spectrum minocycline/rifampin impregnated triple lumen central venous catheter for an unspecified indication. The clinician attempted to flush the device approximately one hour post implantation. The customer reports that a leak was observed at the luer thread section of the red hub. The device was explanted and replaced. The actual device that is the subject of this report is not available for evaluation.

Manufacturer narrative:
Additional information: brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Rpn: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. Investigation - evaluation: a review of drawings,trends, and quality control data was conducted during the investigation. No product is being returned for evaluation. Information provides states that the area where the leak occurred was on the red port, "right under the number 3" in an image provided. This would suggest that the leak was at the top of the hub where the microclave is attached. One of the hazards identified with microclave connectors is cracking of the hub caused by excessive torque from the use of forceps or hemostats to make connections. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. The manifold assembly with extension tubing is supplied by cpt. A level I inspection is performed on incoming assemblies for imperfections and tensile strength. Parts are also level I water tested for each extension. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined; however measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.